Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4). Implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 31-may-2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2022 (B)(6) information was received from a patient, via a manufacturer representative (rep). The patient was receiving dilaudid (20 mg/ml, 10.997 mg/day) via an implantable pump for spinal pain. It was reported the patient believed their device was no longer working and was not pumping the medication out like it was supposed to. No further information was provided at this time. On 2022 (B)(6) the patient then called patient services and stated that they were "fairly certain my pump is malfunctioning and I am getting an enormous dose of dilaudid on a daily basis". The patient stated they get 11 mg/day programmed on the pump and they take 60 mg of extended release oxycontin and 6x 325 of percocet every day. The patient stated that for the last two days, they have had an enormous amount of pain which he should have no pain. The patient stated they were worried that there may be something wrong with the catheter and think that if it is clogged it will unclog and release all of the medication. The patient stated the pump was not alarming and they have had no falls or trauma. Troubleshooting was not required. The issue was not resolved as troubleshooting was not needed. The patient was redirected to follow up with their healthcare professional (hcp). On 2022-jul-11, additional information was received from the (B)(6) hospital ed, via a manufacturer representative (rep). It reported the patient admitted themselves to the emergency room on 2022 (B)(6) with concerns about their pump and/or catheter not working properly. They stated that 3-4 weeks ago, pain started to return and had become increasingly worse. The rep stated they asked and there were no falls and no refill variances that he was aware of. The rep read the pump and logs and no alarms / no issues reflected. The patient was advised to contact their managing hcp and make them aware of the issue and discuss having a catheter dye study done to check status of catheter. It was unknown if the issue was resolved at the time of this report.